Event description:
It was reported to philips that the device's geometry movements failed. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the device's geometry movements failed. Review of the log file analysis confirmed the ¿overtemperature¿ malfunction upon further inspection, philips field service engineer (fse) inspected the system onsite and found that the room temperature was above that required by the machine. Fse asked to keep at the right temperature in the area. After it reached within temperature, the system was returned to use in good working order. At this time of the event philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that clinical use was unknown when the issue happened. The procedure was completed by restarting the same allura system. This scenario includes that the system is restarted normally. Since the loss of motorized movement of the geometry was resolved with changing the temperature in the area, this event would not be reportable. The codes were updated based on the investigation outcome.